Event description:
The pt reportedly experienced intermittencies and loss of sound perception following a bicycle accident two days prior. The pt was seen for device evaluation. Testing performed confirmed that the pt's device was no longer functioning. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.